Event description:
It was reported that the patient was unable to feel stimulation in the correct region due to lead dislodgement/migration, as the anchor came apart in two pieces. The anchor was explanted and was going to be returned to manufacturer for analysis.

Manufacturer narrative:
Product ID 3550-39, lot# 0205265801, explanted: 2012-(B)(6), product type accessory. (B)(4): analysis of the anchor, model 3550-39 titan, found the anchor separated. The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication ((B)(4), 2009).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.